Event description:
It was reported that when attempting to treat two lesions in a non calcified and non tortuous "lad", the first lesion was stented without incident. The 2.75 x 18 penta was placed proximal to the first stent and was deployed at 10 atm. The sds was inflated again, this time to 12 atm when the balloon ruptured causing a dissection running proximally from the stent. A "flap" was observed and the "lad" shut down. A perfusion balloon was used to stabilize the patient. A 2.5x13 penta was used after the perfusion balloon to treat the dissection with a good result.